Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combiset bloodline separation occurred approximately twenty-five minutes into a patient¿s hemodialysis (hd) treatment. An air detector alarm occurred, which first alerted the rn to the situation. Upon inspection, the rn noticed the saline line had separated which resulted in an external blood leak from the circuit. The rn immediately clamped the lines and stopped the treatment. There were no other issues that occurred prior to the separation. There were no visible defects at the point of separation. The event resulted in an estimated blood loss (ebl) of 250 ml. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was not in its original packaging. As the sample was being disinfected and prepared for analysis, it was found that the saline line assembled to the saline ¿t¿ connector was missing. During visual inspection under a microscope, no solvent remnants could be observed in the saline ¿t¿ connector port. There are several potential causes for this kind of failure. No other problems or abnormalities were identified during the evaluation. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility registered nurse (rn) reported that a combiset bloodline separation occurred approximately twenty-five minutes into a patient¿s hemodialysis (hd) treatment. An air detector alarm occurred, which first alerted the rn to the situation. Upon inspection, the rn noticed the saline line had separated which resulted in an external blood leak from the circuit. The rn immediately clamped the lines and stopped the treatment. There were no other issues that occurred prior to the separation. There were no visible defects at the point of separation. The event resulted in an estimated blood loss (ebl) of 250 ml. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.